Event description:
A 26mm diameter x 15mm diameter 16.5cm length aneurx bifurcated stent graft was successfully inserted for the treatment of an abdominal aortic aneurysm. The aneurysm had a 22mm aortic neck and was 11.2cm in length. The pt has a history of pulmonary problems and of being a pulmonary invalid. The pt had 7mm diameter friable iliac vessels with no tortuosity. It is reported that the physician placed a 22 fr sheath to the right common femoral artery and the pt suffered a dissection after sheath insert. Therefore, two 14mm diameter x 5.5 cm length iliac extension stent grafts were inserted which extend past the dissection of the right femoral artery. The dissection of the right femoral artery was surgically repaired after the stent graft procedure by sewing a hemashield to the femoral artery. The case report states that the pt's estimated blood loss was 2300cc, however, the outcome was successful. It was reported that the pt expired in sleep after being treated with a sleeping pill for complaint of inability to sleep. The date of death is unknown. Further info from the facility is pending.